Manufacturer narrative:
An event of multiple events of arrhythmia were reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information (d4) and 510k (g3) are not available.

Event description:
The following was published in frontiers in cardiovascular medicine, 12 frontiers media sa. (2025) "radiofrequency ablation vs. Cryoablation for pediatric atrioventricular nodal reentrant tachycardia in the era of three-dimensional electroanatomical mapping "; yao-wei chan. A retrospective study enrolled consecutive pediatric patients with avnrt who underwent rf ablation (rf group) or cryoablation (cryo group) guided by a 3d eam system at multiple centers from july 2018 to january 2024. Among 95 patients, 69 received rf ablation and 26 received cryoablation. Recurrence rates were 2.9% in the rf group and 0% in the cryo group, with no difference in avnrt-free survival. No major complications, such as permanent atrioventricular (av) block, were observed. The minor complication rates, including transient av block, did not differ significantly. The rf group had a significantly shorter procedure time. Ablation outside the low koch triangle and cryoablation were independently associated with longer procedure times. The procedure time decreased significantly in the recent 50% of rf ablation cases, but not in cryoablation cases. Nine episodes of transient av block that recovered within the procedure, one episode of mobitz type 1 av block, and two episodes of right bundle branch block that recovered during the follow-up period were reported. There were no reported performance issues with the device.